Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020 and confirmed that there was no record of a total hysterectomy procedure on system sk3046. No image or video clip for the reported event was submitted for review. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: based upon the information provided, the patient expired due to acute blood loss anemia and hypoperfusion due to an aortic injury resulting from the surgeon placing a third-party (non-isi) trocar prior to using the any da vinci system, instrumentation, and accessories. Based upon the information in the description of events, the surgeon injured the patient¿s aorta during an initial trocar placement using a third-party trocar during an attempted da vinci hysterectomy. The event took place prior to the utilization of the da vinci system, instrumentation, and/or accessories. However, the extent to which the surgeon may have altered their trocar placement to accommodate the da vinci system, instrumentation, and/or accessories is unknown. This complaint is being reported due to the following conclusion: the patient expired due to acute blood loss anemia and hypoperfusion due to an aortic injury resulting from the surgeon placing a third-party (non-isi) trocar prior to using any da vinci system, instrumentation, and accessories. While there is no evidence or indication that an isi device (da vinci system, instrument, or accessory) caused or contributed to the reported event, the reported issue occurred in preparation for a da vinci-assisted procedure. At this time, it is unknown why the non-isi trocar struck the patient¿s aorta upon initial entry. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Event description:
It was reported that prior to the start of a planned da vinci-assisted total hysterectomy procedure, the surgeon hit the patient¿s aorta causing bleeding while placing a non-isi ethicon trocar. The surgeon converted to an open procedure. The aorta was not fixed; it was clamped. The patient was described as alive, not doing well, and in the intensive care unit (ICU). The intuitive surgical, inc. (Isi) representative called back the following day on (B)(6) 2020 and reported that the patient had expired. Isi obtained the following additional information from the initial reporter regarding the reported event: it was reported that, prior to a da vinci-assisted total hysterectomy procedure, when ports had not yet been placed but the patient was under anesthesia, the surgeon went to place a non-isi ethicon trocar and the surgeon struck and punctured the aorta with the trocar causing bleeding. The amount of blood loss was unknown, but seven units of blood were administered. The surgeon immediately performed open surgery to repair the aorta but for unknown ¿clinical reasons,¿ they were unable to do so. The aorta was clamped, and the patient went to the intensive care unit (ICU). A second open surgery was planned for the following day, but the patient expired during the night of (B)(6) 2020. The patient was described as a (B)(6) female in her (B)(6). Relevant patient history was unknown. The issue was described as occurring prior to a da vinci-assisted procedure, ¿even before one port was placed; the robotic procedure hadn¿t even started yet.¿ the surgeon attributed the event to them hitting the patient¿s aorta when inserting a non-isi ethicon trocar.